Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported insulin was squirting out from the customer's insulin pump. The customer's blood glucose was 98 mg/dl. Customer also stated their plunger did not touch the reservoir during a prime. Customer was advised to change out their infusion set and call back. No additional information provided.